Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not receiving supplies after troubleshooting for air bubbles on a prior call. Customer's blood glucose was unknown. Customer declined troubleshooting after being called back.

Manufacturer narrative:
A complete analysis and testing of five opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.